Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2017, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced irritation and tenderness at the implant site. Subsequently, the site was treated with a topical antibiotic and the abutment was removed. The implanted device remains insitu.